Manufacturer narrative:
The investigation of automated impella controller (aic) - buzzer/ alarm malfunction has been completed. The impella device was not returned for evaluation. Logs are not informative for this complaint. The failure mode could be neither confirmed nor denied due to the nature of the alleged malfunction. The hospital was reached out for return but the console was put into decommission by the hospital so has not been returned. The cause of the alleged lack of an alarm was not determined since the product was not returned. D.2 revised common device name since the initial manufacturer device report number 1220648-2024-12609 was submitted in accordance with updated procedures. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-12609 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-12609 was submitted in accordance with updated procedures. G.1 revised manufacturing site address line 1, manufacturing site address line 2, city and zip code as they were reported incorrectly on the initial manufacturer device report number 1220648-2024-12609.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the associated automated impella controller (aic) does not trigger an acoustic signal in the event of an alarm. There was no reported patient harm, and the console was not exchanged.